Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection at the implantable pulse generator (ipg) site. The system was subsequently explanted. No further patient complications have been reported as a result of this event.